Event description:
Caller reported false negative troponin (tni) with two whole-blood samples on w45250. No patient reports of invasive procedures or injury.

Manufacturer narrative:
Patient plasma samples were returned for evaluation and tested on retain samples of lot w45250 and also on access2. Complaint was confirmed. Discrepant tni results were observed on triage vs access2. CAPA file 09-005 was opened to pursue further investigation.